Event description:
A nurse contacted baxter (B)(4) regarding a transfer set that leaked povidone iodine from the connections site with the minicap. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined. One used set with no cap on dark blue connector and no cap on patient connector was received for evaluation in reference to leak. Functionally, the set was hand tightened with a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. Placed lab white cap on dark blue connector for pressure tested underwater with no leak noted. During visual inspection no abnormalities were noted.